Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had polarization. The customer¿s blood glucose level was unknown. The customer also reported that they had tilt the insulin pump to see the screen. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with minor scratched lcd window. (B)(4).